Event description:
Pt reported obtaining back-to-back blood glucose results of 286 mg/dl, 48 mg/dl, and 260 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. A level one qc test was reportedly performed on the system, approx 1 week earlier, and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.